Event description:
The surgeon had performed a makoplasty patellofemoral partial knee arthroplasty using the robotic arm interactive orthopedic (rio) system on (B)(6) 2010. On the date of event, the surgeon converted the pt to a total knee because the pt's knee pain had returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The cause session file was reviewed, and all recorded values were within acceptable limits. A clinical investigation is still in progress and a follow-up report will be filed when results are obtained.